Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had gone blank after being exposed to water. The reporter stated that the pump would not power on completely after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: during testing, the pump powered on with the display, audible tones and vibration alarms responding appropriately. The battery compartment was found to be intact; no damage was observed. There was no evidence of moisture contamination found inside the battery compartment. The battery cap was able to fully tighten. There was no power losses observed. The pump was exercised for 24 hours with no power loss or battery related warnings observed. A leak test was performed and revealed a display lens leak. The pump case was removed and evidence of moisture contamination was observed inside the pump.